Event description:
A malfunction was reported on the pump. There was no reported adverse impact to the customer's blood glucose level. The patient successfully reset the pump with guidance from technical support, who educated the contact on pump resetting procedures. The customer can continue using the pump and has been instructed to reach out for further assistance if the malfunction code reappears.